Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump made a rubbing noise. Maybe the fan. No other details regarding the nature of the event were provided.